Event description:
The physician reported that the patient has not been seen in a long time because he did not show up for his appointments. No further information was provided.

Event description:
Clinic notes dated (B)(6) 2012 note that the patient has been doing well, but over the past six months or so he has had clusters of seizures which tend to occur in clusters of every six months. The notes indicate that the patient's last cluster was about a month ago when he had three seizures in a 24-hour period. The notes indicate that the physician changed the device settings to more rapid phase cycle. It was noted that the patient's lamictal will gradually increase up to a total of 400 mg in the morning and 350 mg at night. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.